Event description:
Pt fell while on pt scale stricking lower legs on the corner of the projection located at the front of the scale platform. The incident resulted in fractures of the fibia and tibia of leg.